Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn les than an hour.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was deactivated by the user at the end of second prime. The download data showed that timeouts and a drive stall occurred at the start of the device run, which prevented the firing flat of the ratchet gear from lining up with the release bar by the end of second prime. Timeouts were observed on both sma wires, indicating an electrical issue with the sma wire assembly. This drive stall corrected itself halfway through the device run. Inspection of the drive mechanism components found evidence of corrosion on the top battery. This corrosion resulted in intermittent poor electrical contact that contributed to the timeouts and drive stall observed that prevented the needle mechanism from deploying by the end of second prime.